Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented solution set snapped in two. This occurred during infusion of hartmann's solution and IV potassium. The reporter stated that this occurred as the nurse was attempting to hook up the next bag of IV potassium. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection noted that the tubing was cut and separated. Dimensional analysis on the slide clamp of the set found that the dimensions were within specifications. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.